Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that x-rays performed during a routine f/u showed an outflow graft bend relief disconnect. The pt is currently asymptomatic with no history of low flows or power surges.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. Reports of disconnection of the bed relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.